Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/12/2023, it was reported by an arthrex employee via email that an ar-2257 ac tightrope was implanted during an open reduction and internal fixation of the left clavicle fracture procedure on (B)(6) 2023. One month later, an x-ray scan showed the plate was loosened. A revision surgery was performed to remove the plate and a product from another company we used to complete the procedure. Additional information received on 6/13/2023: the plate that was loosened was from another manufacture. The ar-2257 ac tightrope was explanted during the revision surgery on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.